Manufacturer narrative:
Philips service reinstalled the ippc, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exam room monitor black; imaging unavailable on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.